Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high readings and loose drive support cap. The customer's blood glucose reading was 800+ mg/dl. The customer was admitted to the hospital. The customer stated that he has been on lantus. The customer reported drive support cap to appear sticking out. The customer stated that he has not pushed on the cap. The insulin pump was not returned for analysis.